Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that patient presented to the hospital due to an infection. The patient had redness and swelling on the device implant site. The patient's pacemaker, right ventricular and right atrial leads were explanted. The operation was completed smoothly and the patient was in a stable condition.